Manufacturer narrative:
(B)(4). Baxter medical assessment: adept is a sterile 4% icodextrin solution than is instilled intraperitoneally during surgery. An infection induced by adept is unlikely; nevertheless a potential causal relationship cannot be determined based on the clinical data received. For a medical assessment following information needs to be clarified: lot number; date of surgery and date of occurrence of infection; type of surgery and volume of adept used, including details of the application (both irrigation and instillation; what other risk factor have been determined in the patient (implant, diabetes mellitus, corticosteroids, etc.); concomitantly used medication, drugs or medical devices during surgery; postoperative course; type of infection (peritonitis, wound infection, etc.) And laboratory parameters related to complication investigation; course of complication. Upon receipt of the clinical information a medical assessment will be provided. (B)(4). No additional information is available at this time. Baxter (B)(4) is attempting to obtain additional information from the reporter. A follow-up report will be submitted upon receipt and evaluation of additional information.

Manufacturer narrative:
(B)(4). Additional case details were required to determine if a causal relationship between the use of the product and reported event exists. Baxter australia has made multiple attempts to contact the reporter for additional case details. No response was received. This case will be kept on record for trending purposes.

Event description:
Registrar from (B)(6) hospital in (B)(4) called rep to advise that in the last 12 months they have had a severe infection reported possibly due to adept. As a result they have started to audit their adept patients. The patient had to be re-operated. Registrar called to request clinical data on adept and infection. Registrar would also like to confirm that they are using correct amount for procedures. Surgeon is familiar with adept and is using about 3 bags per week.